Manufacturer narrative:
Clarification : this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported a right side rupture. Device was explanted.